Event description:
It was reported that the patient had been having problems with their spinal cord stimulator (scs) on/off for about a year. Sometimes the patient would feel stimulation sometimes and at times not feel it at all, even at the same high setting. The healthcare provider (hcp) also indicated that the patient¿s therapy would turn itself off at times, and the lightning bolt would be gone, and she would then have to turn stimulation back on. It was also noted the patient had to recharge every day and coupling seemed to fluctuate. It was noted the patient had alzheimer¿s. A request was made to speak with the manufacturer¿s representative (rep). The patient¿s daughter further reported that she didn¿t know what brought on the issues the patient was experiencing with their stimulation. She stated some of the problems at the current time were due to the patient being in a nursing home and the nurses not charging the device resulting in the patient¿s daughter having to go there and recharge it herself. The patient had not been to the doctor in a long time to have the device checked. The patient¿s daughter had called the physician¿s office but was waiting for a call back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had been seen by the manufacturer representative (rep) and they had programmed the stimulator. The patient was doing well now and everything was working well now. If additional information is received, a follow-up report will be sent.